Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen lps cemented femoral, catalog #: 00599601652, lot #: 62372221. Nexgen lps-flex prolong articular surface, catalog #: 00596204012, lot #: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00212 and 0001822565-2017-02339.

Event description:
It was reported that following a knee arthroplasty, the patient was revised due to pain and instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon further review, this device is not reportable as it is not related to the event.